Manufacturer narrative:
The alleged event ¿ non-union ¿ was not confirmed because the device is still implanted. No other evidence was provided. Review of DHR, complaint history, CAPA databases and risk analysis did not identify any new discrepancies. There are no open actions in place related to the reported event for the subject product. It was reported that pseudoarthrosis was confirmed. It was further confirmed that no implant was removed, because undamaged, and bone was grafted from the iliac and augmented with varix plate. The labelling points out potential effects contributing to impaired bone healing. With above information a deficiency of the device was not verified. The cause of the event was regarded as patient related.

Event description:
It was reported: "a case of tibial diaphyseal fracture was operated with t2 alpha tibial nail on (B)(6) 2021. After surgery, pseudoarthrosis was confirmed, and the patient is scheduled for revision surgery on (B)(6) 2021 for curettage of the pseudoarthrosis, bone grafting, and augmentation plate placement." Update: the revision was done on (B)(6). No implant was removed and bone grafted from iliac and augmented with variax plate.

Manufacturer narrative:
The device is not available as the device remains implanted. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported: "a case of tibial diaphyseal fracture was operated with t2 alpha tibial nail on (B)(6) 2021. After surgery, pseudoarthrosis was confirmed, and the patient is scheduled for revision surgery on (B)(6) 2021 for curettage of the pseudoarthrosis, bone grafting, and augmentation plate placement."